Event description:
It was reported by service report that the head right outer siderail panel was cracked with exposed sharp edges and vectors. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: head right outer siderail panel was cracked with exposed sharp edges and vectors.